Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (power issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: pump powers with the returned battery cap. Battery cap is able to fully tighten. A power loss was not observed. Battery compartment crack observed below grip pad. Pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. Current draws within specifications. Removed pump case. No evidence of moisture or loose components inside pump. Black box shows multiple alarms on (B)(6) 2014.